Event description:
It was reported that following a cardiac catheterization procedure, an 8f angio-seal device was deployed in the pt's right femoral artery. Two hours post procedure, when the pt got up from bed rest, the right leg turned white and cold. The pt required surgery to remove the angio-seal device. The status of the pt is reportedly good.